Event description:
Event description guidant received information that following an implantable cardioverter defibrillator (ICD) change out procedure, the right ventricular (rv) and left ventricular (lv) impedances were elevated and out-of-range. A loss of rv, lv and atrial capture was also noted. No noise was present on the electrograms.